Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker only got five years on battery. Boston scientific technical services (ts) noted the device actually lasted just over six tears. It was noted that the atrial output was at 4.0v @ 2.0ms with significant pacing percentages at 56% a paced, 97% v paced. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker only got five years on battery. Boston scientific technical services (ts) noted the device actually lasted just over six tears. It was noted that the atrial output was at 4.0 volts at 2.0 milliseconds with significant pacing percentages at 56 percent a paced, 97 percent v paced. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to field b5. Describe event or problem.